Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "peri-implant fracture distal to nail. Patient bent to pick up groceries, overbalanced, and fell on right knee. They presented to ed with knee pain. X-ray shows displaced fracture of right distal femur adjacent to distal portion of implant and displacement of distal interlocking screws. Original distal screws removed, nail reduced back into intramedullary canal and stabilized with screws, femoral locking plate secured laterally. Revision surgery on (B)(6) 2024. Distal screws removed, replaced, lateral plate placed.".